Manufacturer narrative:
This report is being filed as part of a retrospective remediation of sonopet complaints that identify loss of irrigation, based on a discussion with a representative from the MDR policy branch on (B)(4) 2013. The device was returned to the MFR for evaluation and the complaint was confirmed. Multiple components were damaged or loose likely to mechanical impact. The device was repaired and returned to the customer.

Event description:
It was reported that the irrigation pump failed during a procedure. In the event that loss of irrigation is experienced, there is the potential for overheating to occur. The procedure was able to be completed with the device. There were no adverse consequences, no medical intervention and no delay reported.